Event description:
It has been reported to philips that the device shut down and rebooted on its own.

Event description:
It has been reported to philips that the device shut down and rebooted on its own.